Event description:
Aortic anatomy posed a challenging advancement and deployment through the tortuosity in the vessel. However, the zenith modular endovascular graft was successfully implanted without consequence. The one month CT follow-up examination revealed a type I endoleak at the proximal infrarenal seal zone. The CT imaging observed a wrinkling of the graft material, allowing the endoleak pressure. A molding balloon catheter was advanced and inflated at the proximal sealing stent. Although the balloon inflation appeared to have resolved the endoleak, the physician elected to deploy a main body extension allowing for an additional 3-4 millimeters of the proximal graft extension to extend above the proximal sealing stent. The extension graft was then molded, securing an additional seal in the aorta. Secondary intervention to resolve the proximal type I endoleak was successful.